Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) device has a defective power cable. It sometimes does not charge/light up to indicate charging in the warehouse. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) device has a defective power cable. It sometimes does not charge/light up to indicate charging in the warehouse. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the power cord, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. Full name of initial reporter: (B)(6).